Manufacturer narrative:
The device was returned for evaluation. The unit was received with the lock handle stuck on the connecting tube. The tube was badly scarred and needed replaced. The 6-inch transitional was in good working order and no adjustment wrench was received with the unit. The shock cushion showed damaged from repeated use and cleaning. Complaint confirmed via inspection of the unit. The lock handle was stuck on the connecting tube and the unit showed signs of wear/damage from repeated use and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. The device is alreadyover seven (7) years old (manufactured in 2008). UDI # (B)(4). Linked to mfg report number 3004608878-2020-00536.

Event description:
This is 1 of 2 reports. A customer reported that the a2101 mayfield ultra base unit was not locking. There was no known patient involvement or surgery delay.